Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection and skin condition. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The patient reported that she is having irritation to the adhesive pad and she tried different product such as benadryl spray, benadryl ointment and neosporin but it did not help. She went to her healthcare provider who placed her on the antibiotic clindamycin 300.